Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that when attempting to charge the stimulator, a "device not detected" message was confirmed. Charging was attempted with the controller at 100%, but "device not detected" was displayed. The "charge" option was selected, and the recharger was connected to the controller to initiate forced charging, but "device not detected" still appeared. Several attempts were made to charge by adjusting the antenna position over thin clothing and following the correct procedure, but "device not detected" persisted. Secondary action is required. It was unknown what may have caused the event. It was noted the issue was not resolved at the time of report. No symptoms were reported. Additional information was received. It was reported that the stimulator had moved in the pocket, and the stimulator replacement surgery was performed on (B)(6) 2025 at the discretion of the attending physician.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient product ID 97755, serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Both the recharger and controller were confirmed to be discarded. They are checking on the status of the ins. Model number confirmed for the ins. The cause of the ins moving in the pocket was due to the ins not being fixed. According to the doctor, the communication failure was caused by the device moving in the pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the ins had been discarded in the hospital.